Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope received a e216 scope communication error code. The event had occurred during maintenance. There were no reports of patient involvement.

Event description:
No additional information was provided by customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h3, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: poor contact of receptacle harness and scope communication error code e226 was displayed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to poor contact of receptacle harness, scope communication error code e226 was displayed. The most probable cause of the malfunction was caused traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.